Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for emergency medical services they were passed out because of a low blood glucose at a stop and shop parking lot. Blood glucose reading was unknown. The customer was treated with glucose paste. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.